Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One image was also submitted to product performance engineering for evaluation. The image submitted with the returned device shows noise on the catheter signal; however, no anomalies were noted during testing. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Related manufacturing reference: 3008452825-2025-00004. During a supraventricular tachycardia procedure, optical issues resulted in a procedural delay. It was noted that the catheter pressure could not be displayed. The catheter was replaced and the catheter pressure would only display intermittently. The second catheter was replaced and the procedure was completed with no adverse consequences to the patient.